Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst iii system (3.8mm) did not deploy. They said heartstring got stuck in loading device/didn't deploy. No patient harm or delays reported. Opened up another hsk-3038 to complete case.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000422320 record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.